Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that on (B)(6) 2023, the patient's infusion set's tubing detached from the connector. Moreover, the infusion set had been used for one day and the site location was his upper buttock. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.